Event description:
Medtronic rec'd info that the pt with this annuloplasty band exhibited mitral regurgitation of 4+, which was suspected to be due to anterior leaflet tethering due to progressive left ventricular dilatation. Cardiac catheterization and routine chest x-rays had noted no anomaly with the band. The surgeon elected to explant the prod. Upon explant, the band was found to be fractured. The surgeon commented that it was difficult to determine if the band fracture contributed to the valvular disfunction. To date, there have been no reported adverse pt affects.

Manufacturer narrative:
Analysis: to date, this prod has not been returned for analysis. Without return, analysis is limited to review of the device history record, which showed that this prod met mfg specs when released for dist. Conclusion: exact cause of the event cannot be determined, as the prod has not been returned. Prod explanted with no reported adverse pt effects. Medtronic will continue to monitor field performance to detect similar events, should they occur.